Event description:
The hospital reported that shortly after performing a diagnostic colonoscopy, a patient was diagnosed with a bowel perforation. The patient underwent successful surgery to correct the perforation, and was discharged a week later. The patient is reportedly doing fine to date. The hospital also reported that the patient had a questionable history of diverticulosis, which may have been a contributing factor to the event. The hospital claimed that the device was inspected prior to and after the procedure, and stated that there were no irregularities found with the device prior to the procedure, but after the procedure was completed, the physician noted the distal tip to be slightly sharp.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There was a burn mark noted on the c-cover near the biopsy channel tip. In addition, there was evidence of severe dents and scratches as well as a sharp edge found on the surface of the c-cover near the biopsy channel. The device was also noted to fail electrical leak testing. The damage found on the device were attributed to physical damage from user mishandling and/or inadvertent contact with an electrosurgical unit. The cause of the perforation could not be conclusively determined. Additional comments: the device instruction manual advises users to carefully inspect the device prior to use, including running the users fingers over the device to ensure that there are no sharp edges.